Manufacturer narrative:
Title: impact of hyperuricemia on clinical outcomes after percutaneous coronary intervention for in-stent restenosis authors: hyung joon joo, han saem jeong, hyungdon kook, seung hun lee, jae hyoung park, soon jun hong, cheol woong yu and do-sum lim journal: bmc cardiovascular disorders issue: (2018) 18:114 ref: https://doi.org/10.1186/s12872-018-0840. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal that 317 patients were studied in relation to the impact of hyperuricemia on clinical outcomes after percutaneous coronary intervention for in-stent restenosis. A selection of the participants were treated with medtronic endeavor stents. Adverse events reported in the article included death, non-fatal myocardial infarction, target vessel revascularization and non-target vessel revascularization, CABG, stent thrombosis and in-stent restenosis.